Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient, who was implanted with an implantable neurostimulator (ins). For fecal incontinence and urinary/bowel dysfunction. It was reported, that they wondered if the device was defective, because they didn't feel the stimulation anymore. And only felt it intermittently and were not getting desired therapeutic effect for bladder or bowel. Patient also said, the trial fared better than the permanent one, because they still struggled with stool. In addition to urinary issues. Patient was still having bladder spasms and had to wear incontinence pads and underpants. Patient told the healthcare provider about 6 weeks after it was installed, that they could feel the whole shape, like a rectangle shape of the ins and wondered if it healed too fast and pushed it out. When they saw the doctor in march, the doctor said yes, it was kind of sticking out. Sometimes patient will sit in a chair and it was like an open back. And when they stand up, it grazed against their left cheek and caught the device, which was very painful. The patient was redirected to their healthcare provider to further address the issue.